Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a suspected supraventricular tachycardia (svt) for which two inappropriate anti-tachycardia pacing (atp) bursts and two inappropriate shocks were delivered. Technical services (ts) was consulted and noted that per device programming the event was classified as a dual arrythmia. The provided shocks were committed per device programming and were delivered outside the therapy zone as the previous ones were diverted. Reprogramming options were provided. This device remains in service at this time. No additional patient adverse effects were reported.